Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was implanted in the patient. During procedure, the patient's activated clotting time (act) levels were >300s and heparin was administered. On (B)(6) 2025, a follow up transesophageal echocardiogram (toe) showed a device-related-thrombus (drt). The shape of the thrombus was spherical looked non-mobile. The doctor advised the patient was prothrombotic and has had two thrombi previous to the amulet left atrial appendage occlusion (laao) procedure. The patient was on apixaban which was stopped, after which patient had femoral artery clot and a clot in the appendage (all pre-procedure). Clots were treated/dispersed using anticoagulation. The patient had not had any clinical events with this drt so far and has recommenced now on anticoagulation. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Imaging received appeared show the thrombus attached to the disc of the amulet device. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.